Manufacturer narrative:
A steris service technician arrived onsite and found the table to be outside of the user facility. In his initial inspection he found the table batteries to be overheated, swollen and releasing fumes. The user facility declined to have the table subject of the event serviced until they have conducted an internal investigation to determine the cause of the event; the table remains out of service. Steris has provided the user facility with a replacement table pending the user facility's decision on service activity. The table subject of the reported event was installed in 2003. The table is under a labor-only service agreement and received preventive maintenance on (B)(4) 2014. The operator manual states (pp.6-6), "all motor and control batteries are a sealed, lead-acid gel electrolyte-type, with a nominal life of four years." On (B)(4) 2014 the steris service technician provided a quote for purchasing the recommended replacement batteries at that time however, the user facility declined purchasing the recommended replacement batteries. Investigation of this event is currently in process. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Steris was contacted to further evaluate the surgical table subject of the event. A steris service specialist inspected the table and found the two motor table batteries were swollen and exhibited distorted cases due to overheating. The technician further evaluated the table's motor battery charger and power control center and found all voltage readings were within specification. Steris personnel returned to the user facility to replace the table's motor and control batteries per the facility's request. In addition, the service technicians replaced the table's power supply, table control board and ac power cord. The table was tested, confirmed to be operating according to specification and was returned to service.

Event description:
The user facility reported that their 3085 surgical table was releasing fumes subsequently prompting evacuation of the building. The fire department was dispatched in response to the event. Some employees present during the time of the reported event were transported to the emergency department. Steris has not been made aware if these individuals required medical treatment. Procedural delays and cancellations were reported.